Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported by the doctor that the intra-aortic balloon (iab) was prepped per instruction and the super arrow-flex (saf) sheath was inserted into the pt's femoral artery. As the doctor was inserting the iab through the saf sheath, it became stuck and as a result, the iab and sheath were removed as one unit. The md was able to insert another iab-05840-lws without complication.